Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue. The fse used multiple test sterile adapters and non were recognized on universal surgical manipulator (usm) 4. No presence pins looked stuck, and all were operational. The fse replaced usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation and failure analysis was completed. The issue was confirmed via logs related error 31010 which points to the sterile adapter presence pins, and was replicated on an in-house system. The unit was tested on an in-house system where it passed normal mode but did not recognize sterile adapter. No errors were triggered. The unit was also tested on an in-house pftp where it passed all tests with no related errors. The sterile adapter presence pins were inspected but not found to be sticky or stuck.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) had an issue with arm 4. The customer was not able to get sterile adapter to engage. The customer had done a hard restart on the patient side cart and got a different drape with no change. The tse had the customer push on the adapter presence pins with no change. The customer completed the case with 3 arms. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed the case was completed with only 3 arms, as arm 4 was abandoned. There was no harm or injury to the patient. They used only 3 arms for the other scheduled cases.